Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, while firing a blue sureform 45 reload with a sureform 45 stapler instrument, the customer observed tissue being pushed and not properly stapled or cut. The customer also identified malformed staples. The surgeon was creating the gastric pouch and the stapler had a long pause during clamping. When the staples were deployed, there was a tissue push and malformed staples. No alarms or errors were displayed by the system. The team used a backup sureform 45 stapler with blue reload; however, the same issue occurred with this firing. This led to a tissue tear on the operative site/target area. A third sureform 45 stapler with blue reload was installed and the surgeon was able to proceed with the case. The surgeon had to create another staple line resulting in a smaller gastric pouch. There was some bleeding, the estimated blood loss is unknown. The procedure was completed robotically.

Manufacturer narrative:
The stapler logs for the stapler used in this event and the following info was provided: logs show sureform 45 stapler instrument part number: 480445-04, lot number: k15240913-0094, was used first, and it was installed on the system 2x and fired 2 reloads (1 gray, 1 blue). On install 1, the system failed to detect the reload color and the user manually selected the gray reload via the gemini user panel interface (gupi) on the surgeon side console (ssc) touchpad. On both installs, the first clamp was successful, and the firings were each completed with no pauses or compression. Next, logs show sureform 45 stapler instrument part number: 480445-04, lot number: k15240913-0097, was used next, and it was installed on the system 12x and fired 12 reloads (1 gray, 1 blue, 3 white, 4 blue, 1 white, 1 blue, 1 white, in that order). On installs 1, 2, 4, 5, and 7-12, all clamp attempts were successful, and the firings were each completed with no pauses for compression. On installs 3, and 6, the first clamps were successful, and the firings were each completed with 2 pauses for compression. Next, logs show sureform 45 stapler instrument part number: 480445-04, lot number: k10240405-0669, was installed on the system 1x and fired 1 white reload. On the only install, the first clamp was successful, and the firing was completed with no pauses for compression.